Event description:
Pt stated that she experienced elevated blood glucose of 300-400 mg/dl and a reading of "hi" on blood glucose meter (generally >500 mg/dl). Her normal blood glucose level does not exceed 200 mg/dl. Pt indicated that she had lost confidence in the delivery accuracy of the infusion device. She reported symptoms of extreme thirst, frequent urination, and tiredness. Pt stated that she changed the cartridge, infusion site, and adapter, but her blood glucose remained elevated. She indicated that she administered boluses to address the issue, reducing her blood glucose level. Pt stated that her blood glucose level would increase between meals. She indicated that she wanted to continue to use the infusion device until she received a replacement device. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.